Event description:
The physician performed atherectomy of the left peroneal artery with the silverhawk es+. The location was distal near the ankle. Upon completion, the physician attempted to remove the silverhawk. When extracting the silverhawk, the guide wire was looped in the proximal segment of the artery. The wire could not be straightened out. The silverhawk was removed, cutting the wire in half. The remaining wire was in the patient. The physician used retrieval forceps and removed the remaining wire with out complication.

Manufacturer narrative:
A review of the manufacture records did not reveal any discrepancies relevant to the reported event.